Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-01 (B)(4) (con): information was received from a consumer regarding a patient with an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. It was reported that the patient was sore after their procedure. Contributing factors and resolution to the reported event were unknown. It was noted the patient's trial started (B)(6) 2019. Additional information was received. It was reported the patient had gone to the doctor the other day and found out that they had an infection, a uti and they were taking antibiotics for it. The patient's husband reported the patient was still retaining a lot of urine as well. No further complications were reported or anticipated.